Manufacturer narrative:
The reported condition described as ¿complex regional pain syndrome (crps)¿ could not be confirmed. The customer did not provide information about the lot number of the product related to this event, and complaint unit will not be returned for evaluation. Thus, the root cause is undetermined. However, the neurawrap¿s indications for use (IFU) address the possibility of adverse events: ¿possible complications can occur with any peripheral nerve surgical procedure including pain, infection, decreased or increased nerve sensitivity, and complications associated with use of anesthesia.¿

Event description:
A certified registered nurse practitioner (crnp) reported that a patient had an integra nerve wrap placed on (B)(6) 2018 and was diagnosed with complex regional pain syndrome (crps). Additional information has been requested.